Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of the death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). A trend review will be conducted.  If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.